Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor failed to activate after he put it on. The customer also received a lost sensor alert and attempted to reactivate the sensor with no success. The customer's blood glucose was 76 mg/dl. Troubleshooting was done. Advised to replace the sensor. The customer stated that the sensor was damaged and bent. After pulling out the sensor, the customer stated that it looked as if the sensor broke off. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor cannula was bent.